Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a failed battery test, unexplained no delivery alarm, low battery issues and rewind anomaly. Customer advised insulin squirted out of cannula, batteries were rejected and the insulin pump was damaged. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.